Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical attention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patent suspended insulin delivery on (B)(6) 2021 at 12 am that night and at about 1 am they began to have seizures due to low blood sugars. Patient states that their blood glucose levels went from 250 mg/dl to 19 mg/dl. The patient's mother began to try and wake the patient up. The patient finally woke up by the time the emergency medical team (emts) arrived. When they woke up from sleep/seizure they drank a can of sprite, but their blood sugars stayed at the lower end, ranging from 70-90 mg/dl. The emt's treated the patient with glucose gel. The patient's blood glucose levels balanced out after about an hour.